Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an atrial lead that exhibited oversensing of noise and possibly myopotentials. The lead was capped and replaced on (B)(6) 2020. Patient was stable.